Manufacturer narrative:
It was noted that the device is not available for evaluation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
A failed right total hip arthroplasty was reported. No other implant information available due to index surgery occurring outside of cors. Update 03/13/2018: upon exposure of the hip it was noted that there was severe polyethylene wear. The acetabular component appeared well fixed but grossly malpositioned. The shell, liner and head were replaced and the meridian stem remained implanted.